Event description:
Additional reasons for revision: pain; discomfort; build up of fluid; metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - left. Reason(s) for revision: alval / soft tissue reaction. Update: hospital, patient details, implant date, surgeon, additional reasons for revision, corrected lot code for corail received 17 july 2012. Reason(s) for revision: pain and discomfort, build up of fluid, metallosis implanted approximately (B)(6) 2007. Update - added surgery date, amended and used the correct lot number for the stem. Taken from claimsuite dated 17th feb 2015. Surgery date: (B)(6) 2007. Lot for stem - 2363458.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (implant date); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl acetabular system - left; reason(s) for revision: alval / soft tissue reaction.